Manufacturer narrative:
G4 - premarket / 510(k): k160514, k222568.

Event description:
It was reported that catheter break occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified peripheral artery. An opticross 18 was selected for use. Upon crossing the lesion, it was noted that the catheter tip broke. The device was removed in once piece and the procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
G4 - premarket / 510(k): k160514, k222568. Device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed no issues were found, and the device appears to be in good condition. Microscope inspection revealed the tip was damaged. No other issues were identified with the device.

Event description:
It was reported that catheter break occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified peripheral artery. An opticross 18 was selected for use. Upon crossing the lesion, it was noted that the catheter tip broke. The device was removed in once piece and the procedure was completed with a different device. There were no patient complications as a result of this event.